Manufacturer narrative:
This report is filed on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 29, 2019.

Event description:
The device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.